Event description:
Balloon ruptured while inside artery (ref 12tlw405f35) with 3 out of the 4 catheters delivered to sterile field. There was significant loss of blood (2200 ml total blood loss for procedure) and extended operation time by 10-15 mins. I have attached 4 devices, but only 3 ruptured; unable to determine the one that did not rupture. Patient did have low blood pressure at the middle of the procedure-anesthesia recommended to stop case. Patient was taken to the recovery room, but patient was not taken back to or due to the low bp. He was transferred to ICU where he later expired.======================manufacturer response for fogarty--embolectomy catheters, fogarty (per site reporter).======================sorry again about the ruptures of the 3 tlw catheters. I am sending out replacements today to your attention. I have also attached a product brochure for your review. The adherent clot catheter is also very effective in removing more mature clot, and can help in the av access cases. Perhaps the physician would like to try these in the future? I would also be glad to come in and talk with your staff about clot management products at your convenience. Just let me know if this would work for you.